Event description:
It was reported that the patient experienced two episodes of syncope. The clinician did not have a programmer to interrogate the device. The clinician will request assistance from a local company representative to check the device. The patient is stable and will be monitored.